Event description:
A customer reported receiving an "error-9" message in use with the adc device. The customer was unable to use the device to monitor glucose and experienced a loss of consciousness. The customer was taken to the hospital where they were diagnosed with hypoglycemia and received unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an "error-9" message in use with the adc device. The customer was unable to use the device to monitor glucose and experienced a loss of consciousness. The customer was taken to the hospital where they were diagnosed with hypoglycemia and received unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The reported reader (B)(6) was returned. Visual inspection has been performed on the returned reader and no issues were observed. Built-in test was performed and all results were within specification. No error message was observed. Therefore, issue in not confirmed. All pertinent information available to abbott diabetes care has been submitted.